Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name endurant ii iliac stent graft; product ID etlw1613c93ee (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2025; brand name endurant iis bifurcated stent graft; product ID esbf2514c103ee (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure where an endurant iis bifurcate stent graft system was implanted, it was reported that a false aneurysm occurred at the left femoral access site. This was successfully treated intraoperatively with the deployment of a covered stent graft. Imaging was conducted with a cta pre-discharge which confirmed the success of the procedure. The site assessed the false aneurysm as not related to the index procedure, device or any underlying condition or disease. The sponsor assessed the false aneurysm as having a causal relationship to the index procedure and not related to the device or any underlying condition or disease.

Manufacturer narrative:
Additional information received: the site related assessment has been updated from not related to the procedure having a causal relationship to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.